Manufacturer narrative:
See scanned pages.

Event description:
When the plunger on the syringe was pulled back to pull contrast from the bag, air was somehow drawn into it. Air was injected into patient along with contrast solution which caused an air embolism. Patient required further medical treatment including an iabp placed to alleviate chest pain and was placed in ICU until stable.